Event description:
The customer reported the alarm has power yet when batteries are inserted the alarm sounds loud then low as if the batteries are draining. The customer reported the alarm sounds intermittently. The batteries have been replaced with a new supply. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Battery draining power the product has been requested to be returned but has not been received. (B)(4).